Event description:
It was reported the device was damaged during transportation back to customer. It was reported upon receiving the unit back from repair, during receipt inspection rattling noise inside the unit was observed. Possibly, loose components inside the unit. The gasket of the front panel is out of place. There is no patient involvement on this event. No user injury reported. Device evaluation found the unit has no power due to sprf, ID select socket boards were not properly mounted. The loom of the sprf board to socket select board was observed to be broken. This report is being submitted for reportable malfunction due to faulty sprf board (circuit board) observed during device evaluation.

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found the unit was damaged, no power due to the sprf, ID, socket select boards were not properly mounted. All the pins of ID board connector were bent. The loom of sprf to socket select board was observed to be broken and the sprf l1 phase adjustment testing failed (bad signal )due to faulty sprf board. The reference test ID board was reinstalled to the device however, no display found even when power on due to faulty vfd board. The unit current software is v3.03 and scratches on the top case noted , missing all the support foams. Review of fault log found error 200 ref 54,one time, indicated pk_skt_set failure [post check]. Cpu checks socket select relay setting. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 04-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was serviced before, so a review of the device history record was not performed. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, he root cause of the issues were contributed to the shipping damage of the unit. Olympus will continue to monitor the field performance of this device.